Event description:
A facility reported patient aviva nano system blood glucose results of 107 mg/dl, 88 mg/dl, 103 mg/dl, 99 mg/dl, 133 mg/dl, and 133 mg/dl before applying a topical skin cream. Same system results after applying the cream were 222 mg/dl, 249 mg/dl, 236 mg/dl, 306 mg/dl, 231 mg/dl, and 504 mg/dl. All results were within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6).